Event description:
A patient subject initiated treatment with ziconotide during enrollment in study protocol eln92045-352, an open-label, long-term, multicenter study of ziconotide administered intrathecally. In 2003, two days after patient had undergone surgery for a pump revision, the subject was found unresponsive in their bed, only able to open their eyes when their name was called. Patient reportedly also had bladder and bowel incontinence and was vomiting. Upon arrival to the emergency room, the subject was only responsive to painful stimuli. The subject's narcotic medications were brought to the emergency room, and the pill counts were found to be correct. The subject was given intrathecal narcan 2 ampules and patient's intrathecal pump was turned off. After taking the narcan, subject exhibited increased movement and became very combative and agitated, moving all their extremities. Intravenous antibiotics were given to cover for a possible infection. The following day the subject's motor movement was intact and subject was able to follow commands, stick out their tongue, open eyes, and grip to request. However, subjectt was still restrained due to periodic agitation and attempts to get out of bed. The following day the subject was experiencing intermittent agitation and reported having difficulty sleeping the previous night. One day later the subject was oriented to person, place and time, and they had regained full motor movement. The subject's catheter was removed per the request of the subject. The following day the subject was released from the hospital in stable condition. Subject was alert and oriented, was ambulating with minimal assistance, had no bowel or bladder incontinence and showed no signs of nystagmus. On 2 days later the subject returned to the clinic for evaluation of their surgical wound and to remove ziconotide from their intrathecal pump and side catheter. At this time, the subject was noted to have intermittent slurred speech and nystagmus at the end of the left lateral gaze. Subject's pump was rinsed and then filled with preservative free normal saline. 4 days later the subject reported that their speech was more clear, however, that they had been very sleepy and had needed to use a walker to ambulate to the bathroom ever since their pump was turned back on. 4 days later, subject was alert and oriented, and their pain level was under "good" control. The event was reported by thh investigator as possibly related to study drug. Follow-up information received the next day indicated that days before the subject underwent surgery for a pump revision because they had a pump pocket seroma and their pump had flipped over several times. The catheter was coiled under the pump but was said to be patent. During the revision, the catheter was readjusted and the pump replaced. The subject had been receiving 50 mcg/day prior to the surgery, and dosing was restarted after the surgery at the same dose.